Event description:
It has been reported to philips that the system did not start successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the equipment does not start. Upon functional testing the fse identified that the issue was due to power outage caused by the ups. Later the ups was operating normally. And the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the ups issue was a non-philips product issue and there was no impact to the patient as it was outside of clinical use. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.